Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post implant, the pt was reported to have low anticoagulation due to an epistaxis. The vad coordinator reported that the pump parameters were flow "+++", power was >12 watts, and the pt's lactate dehydrogenase (ldh) level was increasing. An echocardiogram showed flow in the inflow conduit. The pt was in the intensive care unit (ICU) and the hospital team discussed possible thrombolytic therapy. The MFR received add'l info approx 2 weeks later stating, the pt developed a digestive haemorrhage. Surgery was performed to remove this abdominal haemorrhage. During this surgery an intestinal necrosis was discovered and unfortunately pt died few days after. The pump was not explanted.

Manufacturer narrative:
The pt expired and the pump was not explanted, therefore will not be returning. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation in completed.